Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated at the service center. The device was sent in for annual preventive maintenance, however failures were found during evaluation, hence this complaint can be confirmed. It was found that the mounting foot was missing and that the device needed a software upgrade. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. User mishandling of the device is the most probable root cause of the missing mounting foot. The outdated software version and the missing mounting foot would have caused the device to fail the annual preventive maintenance as reported by the customer. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that during preventative maintenance, it was determined that the vapr vue generator device failed electrical safety test. There was no procedure nor patient involvement reported. No additional information was provided.